Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow-up, high impedance was observed in both channels (over 3000 ohm). Reportedly, lead impedances were normal before that follow up. The lead impedance measurements, performed the same day with the psa, were normal. The atrial lead measurement was rather instable. The device was finally explanted for analysis. Progressive fatigue of patient was reported.